Manufacturer narrative:
Complaint no: (B)(4). Therapy dates - the event was reported to have occurred during the week prior to the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between a vial-mate adapter and a non-baxter 2g rocephin vial . This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.